Manufacturer narrative:
Unit received with cracked reservoir tube window, cracked case at the reservoir tube window corner, completely broken reservoir tube lip and missing reservoir tube o-ring. Unit received with no button response on (esc, act, up and down) button due to flattened done switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform displacement test and self test due broken reservoir tube lip and no button response. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump up and down buttons did not respond and lip ring was chipped off. Customer blood glucose level was 105 mg/dl. Customer also stated that the half of ring was chipped off. The device will be returned for analysis.